Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that her sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. Prior to call, sensor glucose was 57 mg/dl. During troubleshooting, customer's blood glucose was 161 mg/dl while the sensor gave a reading of 76 mg/dl. Insertion and calibration techniques were discussed. Customer was advised the sensor would be replaced and customer declined to return the product for analysis.